Manufacturer narrative:
Investigation ongoing.

Event description:
A female patient was treated on (B)(6) 2026 with v-fr handpiece. The following day, the patient presented with "yellow bubbly blisters"- grade 2 burn in the face and neck region with a lesion pattern consistent with the v-fr applicator. The area is observed in exudative and healing phase with no data of complication or infection. The treatment parameters used were 80 ms, 3 j deep mode which are considered appropriate and within the recommended settings. It is relevant to note that this was the second occurence of an adverse reaction experienced by the patient following treatment. Despite lowering the energy and using more conservative parameters, the patient still developed an undesirable reaction. The below treatment recommendations for superficial second-degree burns were provided to the clinic: apply a thin layer of topical antimicrobial ointment (e.g., bacitracin, mupirocin). Cover with non-adherent or occlusive dressing (e.g. Hydrocolloid, mepilex ag) to promote healing and reduce pain. Dressings should be changed daily or as clinically indicated. Investigation of the event is ongoing.